Event description:
The customer reported a colleague infusion pump which "failed accuracy test" during biomedical testing. Additional info received from the customer reveals that overdelivery occurred four times during testing. No pt injury or medical intervention was associated with this event. No additional info is available.

Manufacturer narrative:
This device is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available.